Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 the meter passed all testing with no faults found. On (B)(6) 2011 the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter was reading inaccurately high compared to a laboratory device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's mother alleged that the issue began on (B)(6) 2011 between 3:15-3:30pm. According to the patient's mother the patient reportedly obtained a blood glucose result of "327mg/dl" with the subject meter and "224mg/dl" on a laboratory device, performed within one minute of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Approximately an hour and a half prior to the alleged issue, the patient reportedly was experiencing a symptom of thirst; however, the patient's last blood glucose result prior to and/or at the onset of her symptom is not known and it is not specified what action the patient took in response to her previous blood glucose reading before the alleged issue began. The patient's mother indicated the patient did not receive any medical intervention/treatment after the alleged issue occurred. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.